Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 200 units of insulin, and the insulin gauge displayed 55 units of insulin. Subsequently, the customer reported using a non-tandem syringe to fill the cartridge with insulin. The customer's blood glucose level was 225 mg/dl. During troubleshooting with tandem technical support, the customer loaded a new cartridge onto the pump using the appropriate needle to fill the cartridge with insulin, and received an accurate fill estimate. Insulin delivery was resumed.